Manufacturer narrative:
A1: (B)(6). H6- health effect- clinical code 4581: significant reduction of ica. Manufacturer narrative -secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced excessive vault with a significant reduction in iridocorneal angles. In a separate visit the lens was explanted and later replaced with a lens of shorter length. The problem resolved. Cause of the event was reported as unknown.